Event description:
It was reported that the patient presented with an inability to inflate his inflatable penile prosthesis device. It was determined the patient was having difficulty manipulating the pump due to a hard layer of scar tissue that had adhered to the pump. A revision surgery was performed where the pump was explanted, and a new pump was implanted. There were no further patient complications reported.